Event description:
It was reported when opening the secondary packaging of the PICC tray during a procedure, a hair is found inside along with the elements that make up the tray. Additional information: the hair was removed from the tray and the catheter was used on the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.